Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor electrode was missing. The customer¿s blood glucose was unknown at the time of the incident. The customer reported that the transmitter doesn't blink when connected to the sensor despite being fully charged. The sensor has been inserted an hour ago and already removed with a missing electrode. The sensor will not be returned for analysis.